Event description:
It was reported that when using the bd pyxis¿ es server, stock outs not crossed over to logistics. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the stock outs did not cross over to logistics. A technical support specialist (tss) dialed into the carefusion coordination engine and located a ghost pocket for the example item. Tss found 517 inventory records for the device, but only 355 appeared on the device inventory report. The technician deleted the pocket inventory for the device and resent the messages to rebuild the inventory issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, stock outs not crossed over to logistics. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.